Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that handpiece was not supported by the cassette type used during a test and infusion cannot be primed. The surgery was performed and completed after replacing the product with another one. There was no report of patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A used ophthalmic pak was returned and visually inspected. The position (pos) 2 identification (ID) tab of the pinch plate was broken off. When the cassette was inserted into the console, the cassette was recognized as posterior by the console. A system message code (connected handpiece is not supported with the current cassette type) appeared on the console screen when the handpiece was connected. The broken ID tab on the cassette pinch plate contributed to the customer's reported event as the cassette could not be properly recognized and therefore priming could not take place. The investigation identified several potential factors that caused or contributed to this reported event. These include: procedural gaps regarding post-inspection instructions, physical impact during storage and material movement of the pinch plate and/or cassette, and stress points due to limited area on the identification(ID) tab. Action was taken to determine root cause and implement appropriate corrective action. To address root cause procedural enhancements were added to the visual inspection instructions for more control of non-conforming product and finite stress analysis will be performed that will aim on reducing the potential stress points on the ID tabs. No further action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).